Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 04/27/2016 and found a leak from the needle bellows not draining. The fse found that the leak had been caused by a defective actuator for pinch valve (pv21). The fse replaced the defective actuator for pv21, which resolved the leak. He observed that the leak had wet the tube forward sensor but did not damage it. The fse cleaned the tube forward sensor which resolved the "incomplete tube forward" errors and the instrument ran without leaks or errors and all repairs were verified per established procedure. The beckman coulter internal identifier for this event is (B)(6).

Event description:
The customer reported a bloody fluid leak from a coulter lh 500 hematology analyzer while processing patient samples. The leak was not contained within the instrument. The customer stated that "incomplete tube forward" error messages had been generated at the time of the event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with the event. There was no impact to patient results or controls. The customer was wearing personal protective equipment (ppe) consisting of a gown, gloves and goggles at the time of the event. There was no report of injury or biohazard exposure to open wounds or mucous membranes.